Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One twist ha 3.25mmx10mm (2130) was returned for investigation (image 1-3). Visual inspection of the as returned product identified minimal signs of wear about the implant body, mount, screw, and tines. No pre-existing conditions were noted on the per. The reported product was located on tooth # 25 (universal) and removed the same day. The reported event could not be recreated when the product was functionally tested. The mount disengaged as normal using appropriate hand tools. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019090500. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019090500) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant body cannot be removed from the fixture mount. The implant was removed, and another implant placed. Tooth site #25. No delay or injury.